Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the pieces became damaged from bottom of insulin pump. Customer's blood glucose level was 290 mg/dl. Customer stated that the insulin was leaking from the bottom of the insulin pump. Troubleshooting was performed. Customer was advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap.